Manufacturer narrative:
Device evaluated by MFR.: promus element plus,mr,ous 4.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the distal end of the stent lifted from their crimped position. The undamaged stent outer diameter was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 4.00x16mm promus element plus drug -eluting stent wa advanced for treatment. However, during procedure, it was noted that the tip of the stent struct was lifted up. The procedure was completed with a different device. There were no patient complications and the patient was stable.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified right coronary artery. A 4.00x16mm promus element plus drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the tip of the stent strut was lifted up. The procedure was completed with a different device. There were no patient complications and the patient was stable.